Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hemolok clip broke while attempting to load on the davinci robotic arm applier.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g1800716 was manufactured on 07/30/2018 a total of 9,632 pieces. Lot was released on 08/01/2018. DHR investigation did not show issues related to complaint. The customer returned a loose half of a clip from cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the clip revealed that the clip was broken in half at the hinge. The clip appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broke while loading" was confirmed based upon the sample received. A loose half of a clip was returned. The loose half of a clip was broken in half at the hinge. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the hemolok clip broke while attempting to load on the davinci robotic arm applier.